Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Per the product labeling, ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system.¿ based on review of the reported complaint, the device was reportedly used with a non-compatible guidewire, which may have contributed to the reported interaction with another device and becoming stuck on the guidewire and vessel perforation. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Same case as: MDR ID: 2134265-2018-06315. MDR ID: 2134265-2018-06314. It was reported that the device locked with another device and the artery became perforated. A choice guidewire and two jetstream® atherectomy catheters were selected for use during an atherectomy procedure in the patient's superficial femoral artery (sfa). During the procedure, while using the first jetstream catheter, the catheter became locked together with the choice guidewire and the artery became perforated. The devices were removed and then replaced with a non-bsc wire and the second jetstream catheter. However, during the procedure, these devices also locked up together. The procedure was aborted and the physician planned to bring the patient back the following week to attempt to fix the artery retrograde. The patient is okay. No further complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: MDR ID: 2134265-2018-06315, MDR ID: 2134265-2018-06314. It was reported that the device locked with another device and the artery became perforated. A choice guidewire and two jetstream atherectomy catheters were selected for use during an atherectomy procedure in the patient's superficial femoral artery (sfa). During the procedure, while using the first jetstream catheter, the catheter became locked together with the choice guidewire and the artery became perforated. The devices were removed and then replaced with a non-bsc wire and the second jetstream catheter. However, during the procedure, these devices also locked up together. The procedure was aborted and the physician planned to bring the patient back the following week to attempt to fix the artery retrograde. The patient is okay. No further complications were reported.